Manufacturer narrative:
Other, other text: h2, h3, h6 - health effects codes - updated. One device was received for evaluation without its original packaging, inside a plastic bag in decontaminated conditions. Per visual inspection, no damage or other defects were detected on the sample. The product's device history records (DHR) were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported that during a pre-use check, there was leakage of circulating water after priming the circulating water. No patient injury or clinical affects was reported.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.